Manufacturer narrative:
In (B)(6) 2005, skf/magnetic corporation forwarded recommended replacement guide-lines to ez way, stating they recommend that ez way customers replace their matrix actuators after 4 years. Ez way then sent a letter to all customers stating this guideline. The unit that malfunctioned was nearly 8 years old.

Event description:
While lifting a (B)(6) patient, the lead nut of a matrix actuator manufactured by skf/magnetic corporation failed, allowing the lead nut to slip over the lead screw. This caused the actuator to slide back int other actuator shaft. The patient ws not hurt and did not fall from the lift. The lift boom traveled with the motion of the actuator, lowering the patient onto the bed. The lift was purchased by the facility in 1997 and the facility replaced the actuator on the lift.